Manufacturer narrative:
The broken wires are consistent with an overstress condition the lead was subjected to while still in vivo.

Event description:
Additional information receieved stated that one of the leads was returned for analysis. It is unknown which lead was returned, therefore both leads are being reported.

Manufacturer narrative:
Patient weight added to the record. Corrected data h6 patient code should have been 2388 in the initial report.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient's weight. The investigation results are pending.

Event description:
It was reported that one of the implanted leads has high impedance. X-rays were performed, but no abnormalities were observed. Surgical intervention may be taken to address the issue.